Event description:
It was reported that the field representative called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) as there was a concern why there were no rid markers. Technical services (ts) reviewed and found the atrial rhythm was in the monitor only zone and eventually redetected in the ventricular tachycardia (vt) zone where it gave 11 inappropriate anti-tachycardia pacing (atp) and 5 shocks however, therapy was not exhausted. The rhythm was the same post shock and post atp. Ts explained the reason for no markers is that if there are two detects within an episode, the device only reports the initial values at first and does not provide any data regarding the second detect which can occur in the presence of the monitor only zone. The device was re-programmed to onset stability. Ts recommended programmed options. At this time, the device remains in service. No additional adverse patient effects were reported.